Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. This report is for one unknown lag screw. Part and lot number are not available for reporting. The implant date is unknown and was reportedly an unknown date in 2006. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2017 due to pain and need for conversion to a total hip arthoplasty. The original trochanteric fixation nail (tfn) implant procedure was on an unknown date in 2006. Subsequently, the patient began to experience pain on an unknown date. The removed hardware included one (1) unknown short nail, one (1) unknown lag screw and one (1) unknown 5.0mm screw. The patient was converted to a conversion total hip arthroplasty. The procedure was successfully completed with no delay. This report is for one unknown lag screw. This report is 2 of 3 for (B)(4).